Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt's charger has never shown he has fully charged his ipg, even though he has charged for two hours. It was reported the programmer shows his ipg is fully charged. After reviewing program usage, the pt was advised to try charging every week. No further info is available at this time.